Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had keytones. It was also reported that the customer's insulin pump received an auto off alarm. Customer's blood glucose level at the time 311mg/dl. Customer stated that the insulin pump is going into suspend in the middle of the night. Troubleshooting occurred. No additional information was provided.